Event description:
The dr. Indicated that the abutment shattered when it was being prepared in the patient's mouth. The dr. Had another abutment on hand that was placed instead. There was no patient injury or infection.

Manufacturer narrative:
At the time biomet 3i became aware of this event, it was not considered reportable. Subsequent review of reporting policies has determined abutment fractures for this product type should be reported as malfunctions. This event was identified as one requiring retrospective reporting based on a recent audit of complaint data and enhancements made to reporting policies applicable to abutment fractures. Investigation results: upon examination of certain zi-real post, it was found that abutment is shattered. The likely cause for fracture was placing the abutment under excessive forces during preparation, resulting in shattering of the post. All 98 components from this lot have been shipped. This is the only complaint for this lot to date.